Event description:
Clinical study. Same case as MFR# 6000093-2007-00101. It was reported that, post index procedure, the patient had a target vessel revascularization (tvr) for in-stent restenosis. The index procedure treated a de novo lesion in the mid left anterior descending artery (lad). The lesion was 2.5 mm wide, 30 mm long, and 90% stenosed. The lesion was moderately calcified and mildly tortuous. The physician predilated the lesion prior to placing overlapping taxus express2 stents; a 2.5 x 12 mm as well as a 2.5 x 20mm. There was a 4 mm overlap. Residual stenosis was 0%. The patient received a gpiib/iiia and plavix during the procedure. The patient was discharged 2 days later on aspirin and plavix. On day 175, the patient had a tvr for focal in-stent restenosis (isr). A taxus express2 stent was placed and the patient was discharged one day later. In the opinion of the physician, there was a probable relationship between the tvr and the taxus stent.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for top assembly batch 6986433 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.